Event description:
The customer reported that the ECG waveform had significant "noise" and was not interpretable during a resuscitation attempt during which the patient expired.

Manufacturer narrative:
The customer reported that the ECG waveform had significant "noise" and was not interpretable during a resuscitation attempt during which the patient expired. The philips representative evaluated the device. The device passed all testing. The device, however, was not configured for the appropriate filter setting. It was set for 60 hz instead of the 50 hz value that would be appropriate for that country. Please note that in the configuration chapter in the instructions for use manual for this device, the user is instructed to adjust the ac line filter setting to power frequency for their country, i.e., either 60 hz or 50 hz. We are considering this issue a user misunderstanding regarding proper configuration of the device.